Manufacturer narrative:
On 04/03/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. Since this product investigation is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. There is no evidence that the issue is related with manufacturing. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unknown procedure with a mentor smooth round moderate plus profile 325cc saline breast prosthesis (right device) and an unspecified mentor saline breast prosthesis (left device) when the right device deflated after implantation. In addition, the patient reported feeling discomfort in both breasts. As a result, the patient underwent bilateral explantation with no replacement on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient developed capsular contracture (baker grade IV) in both breasts. This is most likely the cause of the breast discomfort that the patient reported. Patient code 1761 for capsular contracture has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/01/2019, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/18/2019, mentor discovered that the suspect medical device is a mentor smooth round moderate plus profile 325cc saline breast prosthesis, catalog #3502325, lot #5632911, PMA #p990075, UDI #(B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).